Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about hard to push the plunger rod and fiber adhesion. Customer reported that product had three defects includes two with hard pushers and one with fibers attached when the cap was removed, making a total of three. It has been collected by the agency.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: (B)(6) 2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about hard to push the plunger rod and fiber adhesion. Customer reported that product had three defects includes two with hard pushers and one with fibers attached when the cap was removed, making a total of three. It has been collected by the agency.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.